Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that the font on the boxes doesn¿t look like ours. When was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient: was there any adverse consequence associated with the patient? No. What is the current status of the patient? Unknown. What is the total number of products involved in this event? Unknown. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? Unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. Please provide the lot number: tabbxca0. Could you please confirm if the vendor is authorized by jnj? Unknown. Could you please provide photos of the product? Could you please provide the attachments for the products traceability information from edc and rdc? Unknown how was the product purchased? Unknown. Is there an indication of how the product was distributed? Unknown. Is there any indication of the source? Unknown. Based on the packaging, is there any indication of which market the original genuine product may have come from? Unknown. Was the device used on a patient? If so, was there any patient consequence? Yes and no patient consequence. The single complaint was reported with multiple events. There are no additional details regarding the additional events. The actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch rpbclpa0; mfg date: 12.17.2021 expiration date: 05.31.2027. Batch tabbxca0; mfg date: unknown. Expiration date: 6.30.2028. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the product involved is lot # tabbxca0 and samples were available for return. Lot # rpbclpa0 was also reported. What is the correct lot # involved?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use on the patient. Was there any adverse consequence associated with the patient? No. What is the current status of the patient? Unknown. What is the total number of products involved in this event? Unknown. Did the event occur during one or multiple patient procedures? Multiple. What is the total number of procedures? Unknown. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No. Please provide the lot number: tabbxca0. Could you please confirm if the vendor is authorized by jnj? Unknown. Could you please provide photos of the product? Could you please provide the attachments for the products traceability information from edc and rdc? Unknown. How was the product purchased?? Unknown. Is there an indication of how the product was distributed?? Unknown. Is there any indication of the source?? Unknown. Based on the packaging, is there any indication of which market the original genuine product may have come from?? Unknown. Was the device used on a patient? If so, was there any patient consequence? Yes and no patient consequence. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information: d4, h4 - the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch rpbclpa0 mfg date: 12.17.2021, expiration date: 05.31.2027. Batch tabbxca0 mfg date: unknown. Expiration date: 6.30.2028. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received four unopened samples that pertain to the product code j496h/ lot # rpbclpa0. In order to evaluate the condition of the returned samples, the packets were examined and no defects were found . The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the product involved is lot # tabbxca0 and samples were available for return. We received samples of lot # rpbclpa0. Were these samples returned in error? Please explain. What is the correct lot # involved? Are more samples being returned for evaluation?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle popped off. It was used as a running suture which became a problem when the needle popped off. It was reported that the font on the boxes doesn¿t look like ours. Additional information was requested.